Manufacturer narrative:
The dentist refused to provide information about the patient's weight, ethnicity and race.

Event description:
On june 23, 2026, (B)(6) became aware of handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: - the event occurred on june 9, 2026. - the dentist was performing a third molar surgery on a patient using the sgs-e2s handpiece (serial no. (B)(6). - during the procedure, the handpiece overheated unexpectedly, and the patient received a thermal burn injury to their lip. - the patient's injury was treated at the time of the incident without need for additional treatment.